Manufacturer narrative:
H3 other text: device not returned to manufacturer.

Event description:
The manufacturer received a voluntary medwatch (mw5115595) from the user alleging severe sinusitis, vertigo, and upper respiratory infections. The user lists medications they have been taking as a result, but no medical intervention was described. The device has not yet been returned to the manufacturer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.